Manufacturer narrative:
Subject device is an instrument and is not implanted. Incorrect color coding was discovered during inventory stocking and was never used in surgery. Review of device history records shows that the part was mfg according to an incorrect design index. Investigations have shown that the complained threaded drill guides are marked purple instead of orange.

Event description:
Drill guide color indicator ring is purple instead of orange.